Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replacement of the defective component. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.